Event description:
Cement hardened in 6 minutes after the mixing. During injecting cement into the cavity, cement began to harden and became viscous in the cavity. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary evaluation: all mixing properties/working characteristics satisfactory on retained samples.